Event description:
Rptr had 2 sets of silicone breast implants. The first set had excessive gel bleed, second set ruptured and had excessive gel bleed. She c/o: chronic fatigue, sleep disorder, joint pain and swelling, muscle weakness, upper body weakness, pain, rash on chest and right arm, burning sometimes, recurrent colds and infections, headaches and low back pain. She is 100% disabled (also see 1007504).